Manufacturer narrative:
No allegations have been made of failure or malfunction of the nalu system or any of its components. The physician suspected the surgical wound failed to heal due to infection, however no tests or cultures have been provided to the firm to either confirm or rule out. Failure to heal is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm was made aware that the surgical wound was failing to heal properly, and the patient was being considered for explant. On (B)(6) 2023 the firm was made aware that the patient underwent a full system explant on (B)(6) 2023 due to the failure to heal at the surgical incision site.